Event description:
The customer reported that the device touchscreen could not be calibrated. The device was returned to the biomedical department from the intensive care unit for an unspecified reason. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was out of calibration. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the touchscreen was out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.